Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm following a low insulin alert. Customer reported an elevated blood glucose (bg) level of 496 (mg/dl) and administered an injection to stabilize bg levels. Customer indicated insulin pen would be used for back-up therapy.